Event description:
It was reported the patient's ipg was unable to communicate with external devices and the patient lost therapy. The patient did not undergo any unrelated surgeries or mris. The cp logs did confirm the ipg was in service app mode. A manufacturer representative has attempted recovery attempts to reset the ipg but was not successful. Next course of action has not been determined.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
The report of ¿trouble connecting cp to ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of an unrelated surgery the patient reported having (lumbar drainage). There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.